Event description:
It was reported that the right ventricular lead had high bipolar impedance and was suspected of an insulation breach. Noise was noted during pocket manipulation. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.